Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving error alarms on the insulin pump. She stated that she was not able to do anything. The blood glucose reading was 230 mg/dl. She stated that the insulin pump was not stored or out of use for an extended period of time. The alarms had occurred during normal use and not shortly after inserting a new battery. Nothing further was reported.